Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the 3 reportable phenomenon's (front panel switches not working, front panel light is always on, and no image on the monitor) occurred due to failure of the circuit board which has control function and image output function of video board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, front panel light switched on due to defective printed circuit board was observed. Furthermore, dust inside the unit, flat cable corrosion, and pins of the receptacle unit corrosion were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center is unable to display image. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.